Event description:
Received information stating patient experienced high bg's. As per reported, it is unknown if insulin has been compromised due to temperature.

Manufacturer narrative:
No product has been returned for evaluation. During further conversation with reporter, reporter indicated scar tissue may also be a factor since customer has only rotated sites on the stomach for the past several years. Cts recommended that they rotate with more site regions.